Event description:
The manufacturer received information alleging visualization of particles in the air way and mask of dreamstation auto CPAP. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging visualization of particles in the air way and mask of dreamstation auto CPAP. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was received at a technical service center and an inspection of the device determined that the foam inside the device, which absorbs motor noise, had maintained its integrity and was not worn, and that no particles from the device were coming from the device. The issue was with the cushion, not the mask. Alos, the device arrived at our technical service center without a filter and dust was found in the blower box. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.